Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that replacement of the insr resolved that patient's inability to recharge. The patient weight (B)(6) lbs. At the time of the report. No further information.

Manufacturer narrative:
Other applicable components are:product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the ins recharger (37751) could not verify the complaint and found no evidence of anomalies. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger (insr) had a blank screen and would not take a charge when plugged into the desktop charger. It was noted that the desktop charger light was on and that the connector pin was intact. The patient's ins battery was depleted and not producing stimulation. The patient programmer showed a 'charge ins' screen after syncing with the ins. A new insr was sent to the patient. No further complications were reported.